Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bol. The device was implanted for 25 months and 13 charging cycles were recorded to the device memory. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the right ventricular as well as the far-field channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be flawless. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. An analysis of the available chest x-ray images did not allow any further conclusions regarding the root cause for the clinical observation. There was no indication of a lead malfunction.

Event description:
Ous MDR - after an implantation period of about 25 months, oversensing that lead to an aborted shock was reported via home monitoring. The physician decided to replace the lead and the ICD. During the revision procedure it was not possible to extract the old lead. Therefore, only the ICD was returned for analysis. No adverse patient side effects have been reported.